Manufacturer narrative:
The sample was returned in an open secondary package, the sample included labels, cradle, eds and shunt. No IFU or pouch were included in the returned sample the eds was unfirmly placed in the designated location in cradle. Returned shunt was placed in an adhesive tape attached to cradle. Eds wire found to be pressed- handle was operated. Wire not protruded from cannula opening. One addition complaint for the lot found to be not similar. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to optonol release criteria. The root cause is inconclusive: the eds received was pressed down and the eds wire did not protrude from the cannula opening which triggered the shunt release. The description of "was not released when attached" is unclear since the release mechanism is based on the eds wire retraction which was executed thus shunt was deployed as a result the complaint can not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the shunt implantation the shunt was not released well when attached and was released outside of the eye. The surgery was completed by changing procedure type to only cataract with no patient harm.